Manufacturer narrative:
Concomitant medical devices: c174awk ICD, implanted: (B)(6) 2011. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. Left ventricular pace impedance was out of range starting (B)(6) 2015.

Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing impedance and no capture. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.